Manufacturer narrative:
The device has been received for testing and analysis, which is in process.

Event description:
The operator attempted an arteriotomy closure using the perclose ak device after an unk diagnostic procedure. It is unk if a femoral angiogram was performed or the results. The device insertion and deployment went very smoothly. There were no problems until the removal when "lots of resistance was felt." It is unk if the operator fluoroscoped to see the cause of the resistance. The operator did not open and close the foot to ensure the foot was "parked". Believing the foot to be "parked", the physician forecefully pulled out the device, slightly enlarging the arteriotomy. Hemostasis was achieved using manual compression, two (2) chitoseal and one (1) d-stat dry patches. The pt "did fine and went home." No additional hosp time or procedures were required.